Manufacturer narrative:
Correction: updated from 'product problem' to 'adverse event and product problem'. Correction: updated from 'stryker spine- leesburg' to 'k2m, inc.' Correction: updated from 'malfunction' to 'serious injury'. Visual, dimensional and functional analysis could not be performed as the device remains implanted. A review of the device and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. Per surgical technique: the rod-to-rod connectors are another option for joining two parallel rods. The rod-to-rod connectors come in closed/closed and open/closed styles. The open/closed style connector requires a set screw. The implants are final tightened using either the torque limiting wrench or the torque indicating wrench. Due to the product not being available for evaluation a root cause could not be determined conclusively. If devices and/or additional information become available, this investigation will be reopened.

Event description:
A physician reported that during a revision 3 connectors appeared to be loose. This complaint captures 3 of 3 everest rod connectors. The disengaged rod has been captured in separate report.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
A physician reported that during a revision 3 connectors appeared to be loose. This complaint captures 3 of 3 everest rod connectors. The disengaged rod has been captured in separate report.